Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 19/oct/2015 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of autoimmune connective tissue disorders are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, deformation, observed a dark circle around the patch and was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Observed a separation between shell and patch (ss), it is out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient having been diagnosed with an unspecified connective tissue disease. This record is for the left side. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Further investigation: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications.